Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received dry; no significant deformations or damage of the valve were detected during the visual inspection. Permeability test- the test has shown that the valve has a blockage and that the shunt assistant is permeable. Adjustment test - the progav was tested and is adjustable to all specified pressures. Braking force and brake function test - the test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer - controlled test - to investigate the claim of under/over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid (csf) flow. Because the progav was not permeable, the computer test was not possible. The shunt assistant was not operating within the accepted tolerances. Results - it should be noted that investigation of dry items is not significant due to the affect dry deposits can have on product performance; we have performed the tests to the best of our abilities. After the tests, we have dismantled the valves. Inside the valve there were significant build-ups of substances (likely protein). Based on our investigation, we can confirm the claim of malfunction. At the time of our investigation, one valve was occluded and the other was shown to be operating in an over-drainage state. Both malfunctions are likely attributable to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. A section: patient data - not provided. D6 & 7: implant and explant date - not provided. H6: device code - 3191 (appropriate code/term unavailable) - revision for unknown reason. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the progav system. A patient had a progav system removed postoperatively for an unspecified reason/dysfunction. Additional information was not provided, but has been requested.